Event description:
The customer stated he was hospitalized for low blood glucose and the reading was 23 mg/dl. Troubleshooting revealed that the customer gave himself a 12 unit bolus prior to the hospitalization. The customer stated he does his own calculations and does not use the bolus wizard. The displacement test was performed and the insulin pump passed. Advised the customer that the insulin pump was working properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.